Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful valve replacement. The surgeon had difficulty seating the valve properly. Information learned per response from the heart care provider.

Manufacturer narrative:
Unsuccessful valve replacement. Device not returned.